Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. The patient notifier was tested and found to function normal. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During follow-up it was noticed that the vibratory alert was no longer working. The device was explanted and replaced. The patient is doing well.